Event description:
The manufacturer received information alleging a patient was admitted to the hospital for fractured ribs. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate as designed and passed all testing. During evaluation, the device was found to have liquid ingress. The device was scrapped.